Manufacturer narrative:
The reported low atrial pacing lead impedance was verified by review of device data. However, the low impedance issue could not be reproduced by analysis. Inspection of the set screw, septum, and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. The cause of the low atrial impedance could not be determined. Additional findings were found unrelated to the reported event. Premature battery depletion was observed during analysis. Interrogation of the device was above elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. The device image indicated high current drain during the implant period, however, no high current drain sources were found throughout bench testing and environment stress testing. The cause of premature battery depletion could not be determined.

Event description:
It was reported that low impedance was observed on the right atrial (ra) lead. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.